Event description:
It was reported that approximately 16 months after the implantation oversensing occurred which resulted in shock delivery.

Manufacturer narrative:
The event date was corrected to (B)(6) 2019 to reflect the first episode of oversensing. The patients follow up, in which the physician reported oversensing and shock delivery, occured in (B)(6) of 2019. Should additional information become available, this file will be updated. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance as well as rv coil continuity trend curves showed stable values around 700 ohms and 600 ohms respectively, in the period between (B)(6) 2019 until (B)(6) 2019. The provided iegm freeze revealed small signals on the atrial and right ventricular channels appearing to be ground noise which was oversensed with inappropriate shock therapy. It may be related to the programmed sensitivity of 0.4mv. Should additional information or the device itself become available for analysis, the investigation will be updated.